Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by severe abdominal pain. The cause of peritonitis was not reported. The patient was hospitalized and was treated with unspecified antibiotics (doses, routes, frequencies and durations not reported) for the event. At the time of this report, the patient has recovered from the event. Twenty-three days after hospitalization, the patient was discharged. Action taken with pd therapy was not reported. No additional information is available.